Event description:
The customer contact abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer's instrument maintenance history was reviewed and the customer was advised to perform a meia photo calibration and decontamination of the bulk mup line. Additionally, the customer was sent a new lot of rubella reagent. The customer called back to report the rubella recalibration failed and error code 1048 (calibration check failure, cal a/b, ratio too large) was generated with the new reagent. The customer was able to achieve a successful calibration by centrifugation of the calibrators. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report wil be submitted when the investigation is complete.